Manufacturer narrative:
(B)(4).

Event description:
It was reported that device was unable to be communicated by rf telemetry. Session records confirmed rf was not functioning. A firmware download was performed and rf functionality was restored. No patient symptoms were reported. Device was reprogrammed to its original settings.